Event description:
It was reported that the customer experienced a malfunction alarm on the pump. There was no reported adverse impact to the customer's blood glucose level. Technical support decided to replace the malfunctioning pump, and the customer planned to use a backup insulin pump to ensure continued insulin delivery. The customer was instructed to put the pump into storage mode before returning it, and they acknowledged understanding these instructions.